Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-apr-2024, it was reported that patient faced infusion set fell off event during use. Blood glucose levels were just below 250 mg/dl at the time of event. The set was in use for five hours. Patient replaced infusion set and resumed insulin successfully. No further information available.